Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation outcome: it was reported that the device failed flow sensor calibration, and logfiles showed ¿check flow sensor tubing¿ errors consistent with a likely disconnected/mis-seated flow sensor or tubing. Additionally, review of device logs shows alarms "external flow sensor failed" and "check flow sensor tubing". The patient was moved to a separate ventilator as a result; however, there was no report of harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. A service technician has checked the device. Service tests have been performed on the device and issue could not be duplicated. General tasks were also successful. Therefore, the device functioned as intended. It was not noted that "flow sensor most likely disconnected" as the most probably root cause. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "flow sensor calibration failure. Logfiles show check flow sensor tubing errors as well. Flow sensor most likely disconnected." No health consequences or impact. Patient moved to separate ventilator.